Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. Reprogramming was recommended to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.